Event description:
It was reported that the procedure was to treat a de novo lesion in the mid left anterior descending artery with mild tortuosity, heavy calcification and 95% stenosis, pre-dilatation was performed with a 2.0x12mm unspecified balloon. A 3.0x48mm xience xpedition stent delivery system was advanced and the stent deployed; however, a proximal edge dissection occurred. A 3.5x12mm xience xpedition stent was implanted to cover the dissection. There was no other device or procedural issues noted. There was no adverse patient sequelae and no reported clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. Dissection is listed in the xience xpedition 48 everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record revealed no non-conformances that would have contributed to the reported event.